Event description:
It has been reported to philips that the live monitor would not display images in the examination room. The system was in clinical use. No user or patient harm has been reported. A philips engineer inspected the system and found that the live monitor will not display images. The fse replaced the live monitor in the examination room which returned the device to expected function.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred and the diagnostic procedure was completed by temporarily swapping displays. The philips field service engineer (fse) inspected the system onsite and confirmed that the live monitor can't display images in examination room. As a part of repair activity, the fse replaced the live monitor. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.